Event description:
Dongbao, distributor of the clickfine pen needle, received a report of missing labeling on an outer box (secondary packaging). When the customer purchased the needles from the e-commerce channel, the customer found that there is one box without lot, mfg and expiry date information on the outer box.other boxes contain this information.

Manufacturer narrative:
Dongbao, distributor of the clickfine pen needle, received a report of missing variable data on the outer box (secondary packaging). When the customer purchased the needles from the e-commerce channel, the customer found that there is one box without lot, mfg and expiry date information on the outer box.other boxes contain this information. No deviations were found per internal test control plan. All delivered samples passed. Review of production documentation showed no abnormalities or deviations from the validated manufacturing process. A visual inspection of retained box showed no deviation from labeling requirements. Error could not be identified. Nonetheless, all operators were instructed to follow the work instruction and were retrained.